Event description:
The following was alleged by the patient: the patient has alleged that on (B)(6) 2009, he was implanted with a bard/davol perfix plug during right inguinal hernia repair. He reports having an uneventful post operative course. The patient alleges that he experienced continued pain that did not require medication and that he continued with his daily activities. On (B)(6) 2014, the patient alleges that he underwent explant of the bard/davol perfix plug. During a follow up visit the patient alleges that his physician reported that the mesh was "hard." The patient recovered without incident and is not seeking further treatment.

Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent the bard device may have caused or contributed to the event as alleged. The device was not returned to davol; therefore we are unable to evaluate the mesh for a possible root cause to the reported condition upon explant. A review of the manufacturing records showed that the lot was manufactured without discrepancy. This MDR includes all patient, vent and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.